Manufacturer narrative:
(B) (4) broken tip. Additional information received from the user facility stated that continuous flush was not maintained, the catheter was only flushed prior to the insertion of the guidewire.

Event description:
During the procedure, in the superficial femoral artery, the device tip prolapsed. As the physician retracted the wire to straighten the tip, it fractured. The distal end was retrieved using a snare with no clinical consequence to the patient.